Event description:
It was reported that the battery gauge was fluctuating, causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.